Event description:
It was reported to covidien that this unit has missing display segments with good batteries. There was no pt involvement.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui board, the ui board was replaced.